Event description:
Customer reported hospitalization due to high blood glucose. During troubleshooting, the customer was confused and hard to understand. The paramedics were called for the customer. The paramedics treated the customer at scene. The blood glucose reading was 599 mg/dl. Customer had a stroke and his memory is not good. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.